Manufacturer narrative:
Device passed displacement test and self test. Pump error 54/3/42 alarms found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated that self test was performed and it was not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.